Manufacturer narrative:
This report is for an unknown spinal device. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: during insertion of the cage into the l5/s1 disc space, the cage snapped into two pieces, the first remaining attached to the inserter and the second lodged in the disc space. Approximately 20 minutes were utilized to remove the broken fragment of the cage. A second cage was inserted without further incident. There was a 30 minute surgical delay, the patient was unharmed. This report is on for an unknown spinal device. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Date of report: initially reported as (B)(6) 2014; should be (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.